Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "low battery" occurred during use. According to the service order 43477071 dated on 2020-10-19 no patient injury or lapse in treatment. (B)(6) of biomed ((B)(6) ) reports staff perceived as premature low battery alarm. Replaced 701017188 batterypack ni-cd 24v 132wh. Functional testing and safety check to factory specifications. Unit passes all functional and safety tests per factor specifications. Returned to customer and cleared for clinical use. The rotaflow risk analysis version v06 (dms# 2023689) chapter h1.1.1.21 was reviewed on 2020-10-23 with the following outcome: the most possible causes for the reported failure "low battery": 1. Defect batteries. 2. Power supply board failure. 3. Software error. 4. User forgot recharge. 5. Defect of charger unit. Further mitigation are included in the instruction for use (IFU rotaflow/ 4.2 / en / 13 ) as warnings in chapter 3.3.4 battery operation: - check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. - the actual run time during battery operation depends on the age and condition of the batteries, current consumption of the rotaflow console and other factors. The run time shown is only a reference value. The actual run time can be shorter or longer. The reported failure "lowbattery" occurred during use and could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from the us that low battery was noticed during patient transport. No indication of actual or potential for harm, or death was reported. Complaint ID: (B)(4).